Manufacturer narrative:
A thorough investigation into this issue was performed and it was discovered that the customer settings were not used as designed. Philips engineering contacted the customer to provide the correct workflow to meet their expectations. The customer is satisfied with the updated instructions.

Event description:
A customer reported that when performing exams with the c6-2 transducer on their affiniti 70 ultrasound system and gathering the doppler measurement of the fetal calculus between one waveform and another, there was an empty space that the doctor considered to be zero. The customer alleges this has the potential to lead to a misdiagnosis. The patient did not require any lifesaving treatment or therapy or have a decline in their state of health. The exam was completed using another system. Philips has started an investigation, and upon completion, a follow up report will be submitted.